Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported that on (B)(6) 2019, the firing mechanism on the customer's adc lancing device stopped working and he was therefore unable to check his blood glucose. On (B)(6) 2019, customer did not experience symptoms but suspected he had "high blood sugar" so he had contact with a healthcare professional and was diagnosed with hyperglycemia and treated with 12 units of insulin via injection (type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section serial no has been updated based on the returned product. The reported lancing device was returned and shipped to the third party manufacturer of the freestyle lancing device. Visual inspection was performed and damage was observed. (B)(4), the third party manufacturer of the freestyle lancing device ii has indicated that the damage associated with the reported complaint is attributed to a user issue. No malfunction or product deficiency was identified.

Event description:
Caller reported that on (B)(6)2019, the firing mechanism on the customer's adc lancing device stopped working and he was therefore unable to check his blood glucose. On (B)(6)2019, customer did not experience symptoms but suspected he had "high blood sugar" so he had contact with a healthcare professional and was diagnosed with hyperglycemia and treated with 12 units of insulin via injection (type unknown). There was no report of death or permanent impairment associated with this event.